Event description:
It was reported that the implantable pulse generator (ipg) was interrogated and an invalid data message was seen on a high rate epis ode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407452 lead , implanted: (B)(6) 2010. (B)(4).